Event description:
It was reported that a user experienced dexcom g7 bluetooth connectivity issues with an ilet after the ilet powered off at school, and subsequent attempts to re-pair the sensor were unsuccessful until troubleshooting was provided. Symptoms included temporary loss of cgm data transmission without reported hypoglycemia or hyperglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education, including toggling dexcom g6/g7 settings, restarting the ilet, and advising a 30-minute pairing window. Investigation of this case revealed a cgm signal loss event consistent with a communication or pairing interruption between the dexcom g7 sensor and the ilet controller, with no evidence of device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption following device power loss and subsequent pairing process, resolved through standard reconnection procedures.